Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the malfunction was not reproduced. No problem was found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e333 touchscreen error was not confirmed. The following additional findings were also noted: cosmetic wear/damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their visera elite ii video system center device displayed an e333 touch panel sensor error out of the box (the device failed on initial clinical use). The error returned even after the customer cycled the device power in an attempt to clear it. There were no reports of patient or user harm associated with this event.